Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, displacement, rewind and self tests. Unable to perform the occlusion or no delivery tests due to the prime anomaly. The test minilink transmitter and the test bg meter communicated properly with the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the reservoir compartment was broken and the reservoir would fall out. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.